Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads implanted one of which is from a different manufacturer and we are unable to determine which lead is causing the issue. Device 1 of 2. Reference MFR report: 1627487-2014-26319. It was reported, the patient is not receiving effective stimulation and unwanted stimulation in his abdomen. The sjm representative met with the patient was unable to resolve the issue with reprogramming. Lead diagnostics showed multiple invalid impedances. Surgical intervention is pending to address this issue.